Manufacturer narrative:
Device is not available for evaluation as it remains implanted in the patient. If additional information becomes available, it will be provided on a supplemental report. Device is still implanted in patient.

Event description:
It was reported that there was a rsa performed and the surgeon is concerned whether the postoperative x-ray showed a fracture in the bone around the stem. The surgeon noticed the fracture during the postoperative checkup.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that there was a rsa performed and the surgeon is concerned whether the postoperative x-ray showed a fracture in the bone around the stem. The surgeon noticed the fracture during the postoperative checkup.